Event description:
It was reported by the patient that the previously working remote monitor did not respond to the start button, though the green power indicator light was lit. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion and contamination on the printed circuit board assembly. Due to this condition the monitor was unable to power up.